Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during bolus delivery. Customer's blood glucose was 61 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.